Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #:mc1vr01-delsys / expiration date: 14-feb-2021 / serial#: (B)(4), UDI #:(B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 16-sep-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) no capture was observed once the tether was removed. The leadless ipg was reprogrammed and the following day no sensing or pacing were observed. The leadless ipg was found to have completely dislodged. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.